Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements, and was not pacing. Fluoroscopy was performed and a gap in the conductor was observed around the patient's superior vena cava (svc) during flexure. A surgical revision was performed, and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.